Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
During a colonoscopy procedure, the snare loop separated, the tip detached inside the pt. The surgeon elected to leave in pt to be passed with bowel movement, completed the case with another like device, there was no pt harm.